Manufacturer narrative:
Additional information received on october 21, 2022 indicated that date of event was on (B)(6) 2021. Right side grade was IV. Left reference & serial number: ref :(B)(4), sn: (B)(6). Right reference & serial number: ref: (B)(4), sn:( B)(6). Patient underwent bilateral replacements as follow: left/sn: (B)(6), cat#: 3501640, right/ sn: (B)(6), cat#: 3501640, plus right capsulectomy on (B)(6) 2022. Reason for device explant and/or reoperation: cap con IV. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware that information submitted under follow up 1 report was incorrect as patient experienced left side asymmetry and right side capsular contracture; baker grade IV. Coding has been correctly updated under section h on this form. Reason for device explant and/or reoperation: left asymmetry. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), coding correction under section h.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with two 375cc mentor memorygel breast implant experienced right sided baker¿s grade iii, and left sided grade ii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.